Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bolus calculator issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached a low of below 70 mg/dl. This was due to an unexpected bolus of insulin that was delivered without command by the patient.

Manufacturer narrative:
In the case description, the user reports the controller sent a 8.0 unit bolus that they did not calculate. The user also reports switching to activity mode prior to the event. An 8 unit bolus was observed in the pdm history on the date of occurrence. The activity feature was started 6 minutes prior to the 8 unit bolus being delivered. Further inspection of the bolus calculations show the bolus was calculated as a 0 u meal bolus with a user adjustment of 8u. Investigation of the log files show the controller was on the bolus calculator screen for the calculation and adjustment of the 8u bolus and then the user moved on to the bolus confirmation screen and hit the button to confirm and send the bolus. Investigation found no evidence of the controller sending an uncommanded bolus. The device was found to function as intended.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 controller. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): model no changed from pt-000408 to pt-000409. Catalog no changed from unavailable to skt-h001-g-x9. Unique identifier (UDI) # changed to (B)(4).